Event description:
Please refer to initial MFR. Report # 9611500-2020-00160.

Manufacturer narrative:
The log file indicates that the last self test was performed one day before the date of event and was passed without deviations. The concerned procedure was started at 05:06am system time in man/spont with immediate switchover to pressure mode. The ventilation was disturbed from the beginning by huge fluctuations in airway pressure; the device alarmed for pressure negative, apnea and fresh gas low or leakage. At 05:16am the fresh gas deficit had worsened and the combination with the negative pressure peaks led to a stalling of the ventilator piston. The device reacted as designed and forced a shutdown of automatic ventilation to protect the patient from potentially hazardous output. A corresponding vent fail alarm was posted. The procedure was continued for 2 more minutes in man/spont before the device was placed into standby. No indication for the presence of a device malfunction was found in the logs. The device was tested in follow-up of the event whereby it did not exhibit any deviations from the specification either. It was further reported that the patient underwent a resuscitation during the respective procedure. The resuscitation was performed by use of a thorax compression system which explains the alternating pressure conditions measured by the anesthesia workstation. It is in the nature of things that - in a situation where two medical devices are applied on the patient's lung at a time - the produced effects are disturbing or compensating each other. Dräger finally concludes that the primus was free of faults during the course of event, has posted corresponding alarms to inform the user about the limitations and shut down automatic ventilation when piston movement had been hindered by the airway pressure conditions resulting from resuscitation.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up-report.

Event description:
It was reported that during an automatic resuscitation (for unknown reason) the anesthesia machine displayed a ventilator fail. Reportedly the failure of the ventilator did not lead to any patient consequences.